Manufacturer narrative:
D10: concomitants: (B)(6) 300-01-10 - equinoxe humeral stem primary press fit 10mm. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. H3 - the revision reported may be the result of the humeral stem septic loosening as reported. However, the loosening cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. The reason for the infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. A review of the sterile certificate for all explanted components was performed and the sterile lots were accepted to the requirements. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient. Initial left shoulder implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2023, approximately 5 years 7 months post the initial procedure. The patient had a septic loosening of the humeral stem. The surgeon cemented in a size 10 primary humeral stem with +15 humeral tray. There were no surgical delays or device breakages reported. The patient was last known to be in stable condition following the event. The explanted devices are not available for return as the surgeon wanted them. No further information. This is 1 of 2 reports for this event - see MDR#1038671-2023-02523.